Event description:
A user facility reported that the cartridge would not discharge properly. It is not known whether there was pt impact/injury associated with this event. Additional info has been requested.